Event description:
It was observed that during the device evaluation, that the duodenovideoscope had exhibited objective and light guide lenses had small edge chips on lens and glue, and distal sheath glue cracked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: objective and light guide lenses had small edge chips on lens and glue, and distal sheath glue cracked.the most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.